Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a farawave catheter 31mm was selected for use. The physician reported that the guidewire became stuck inside of the catheter during the procedure. The device was removed from the patient and replaced. The procedure was completed successfully. No patient complications were reported. The device will not be returned for analysis.